Manufacturer narrative:
Investigation summary: 182 samples were received for evaluation. They came in four (4) sealed shelf boxes (30 each), one brown paper bag with 60 syringes and two syringes taped to one of the shelf boxes. The sixty syringes in the brown paper bag were visually inspected finding them all good, no flange damaged were noticed or any other type of damage. The four sealed shelf boxes were opened and inspected. Two shelf boxes had one syringe each with flange damaged. The two syringes that came taped to the top side of one of the shelf boxes have the flange damaged therefore failure mode is verified. The plunger rod labeler machine had a process variation damaging the barrel flange. There is a weekly preventive maintenance to verify alignment of the plunger rod labeler machine. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot#: 8261611 for the same defect or symptom. There was no documentation of issues for the complaint of batch (B)(4) during this production run. 182 samples were received. They have the plunger rod-rubber stopper, tip cap, saline solution and packaging flow wrap. The barrel label confirms the lot#: 8261611. They came in four (4) sealed shelf boxes (30 each), one brown paper bag with 60 syringes and two syringes taped to one of the shelf boxes. The sixty syringes in the brown paper bag were visually inspected finding them all good, no flange damaged were noticed or any other type of damage. The four sealed shelf boxes were opened and inspected. Two shelf boxes had one syringe each with flange damaged. The two syringes that came taped to the top side of one of the shelf boxes have the flange damaged. Root cause description: the plunger rod labeler machine had a process variation damaging the barrel flange.

Event description:
It was reported that there were 10 ml bd posiflush¿ normal saline syringes where the flanges broke off.